Manufacturer narrative:
The lot was manufactured january 30, 2018 ¿ february 1, 2018. The device was received for evaluation. Visual inspection revealed the bladder had ruptured. A microscopic inspection did not identify any signs of abnormality that may have caused the rupture problem. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.